Event description:
It was reported the patient is experiencing discomfort at the anchor site in her neck. As a result, surgical intervention was undertaken on (B)(6) 2014 implanting the anchor deeper. Effective stimulation was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.